Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. No malfunction or product deficiency was identified. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre sensor, for more than 2 hours. The customer was unable to obtain scan readings in this time, and subsequently experienced a loss of consciousness due to hypoglycemia. An ambulance was called, and the customer treated with glucagon injection. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre sensor, for more than 2 hours. The customer was unable to obtain scan readings in this time, and subsequently experienced a loss of consciousness due to hypoglycemia. An ambulance was called, and the customer treated with glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is per the customer report of "last week (B)(6) 2021", from the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.